Event description:
The customer reported that the patient circuit became disconnected from the ventilator and the patient suffered hypoxic brain injury. The customer stated that the ventilator posted a "tidal volume high" alarm but alleged that a "airway pressure low" alarm was not posted, which they expected to occur if the patient became disconnected from the ventilator. The customer did not allege that the ventilator caused or contributed to the injury to the patient.